Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that due to an 840 ventilator malfunction, the patient was removed and placed on another ventilator. Covidien inspected the device and replaced the graphical user interface (gui) keyboard. The ventilator passed all testing.